Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of a 70mm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were reported as diameter of the proximal neck diameter was 23mm. Length of the proximal neck was 25mm. Degree of angulation was noted as 20 degrees. Vessel tortuosity was moderate; however, calcification was noted as severe. It was reported that during the index procedure initial placement of the grafts was uneventful. During ballooning of the distal right common iliac the severe calcified vessel ¿popped¿ similar to what happens during normal implant and during remodeling of the graft. The physician noted that ballooning was performed with normal pressures and ballooning was performed completely within the distal flared fabric. During the final run it was noted that there was extravasation of dye through the 28 flared rci graft and shortly after the patient began to become hypertensive. The physician decided to add a 16x16x124 stent graft excluding the rci and landing in the right external. The patient pressures returned to normal and the final angio confirmed complete coverage of the aaa and cia rupture and the likely fabric tear. The physician noted the possible tear due to the heavy calcified lesion in the rcia. The physician believes that the calcium tore the fabric at the transition from 16-28mm when the vessel wall gave way. No additional clinical sequelae were reported and the patient is doing fine. Review of several angio images (still and video) during an intervention confirmed that contrast was seen coming from 3cm from the distal end of the right/contra limb. There is a likely type iii fabric endoleak and iliac artery perforation. After relining the right limb and extending 2cm, the endoleak/perforation appeared to have resolved. The cause of the vessel perforation could not be determined, and the reported calcification could not be assessed. Images during ballooning were not available for review.

Manufacturer narrative:
(B)(4).